Event description:
It was reported that two months prior to report the control of the symptoms on one side of the patient was ¿not ideal.¿ it was stated that upon examination and x-ray at the hospital in (B)(6) 2014 the physician found the lead was broken on that side. It was noted replacement of the lead was suggested. Additional information stated a date for the replacement surgery had not been chosen at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 3389s-40, lot# va04msl, implanted: (B)(6) 2013, product type lead. (B)(4).